Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a change of wave form was noted on the right ventricular (rv) lead post operatively. A lack of slack and dislodgement was confirmed by x-ray. The lead was revised and remains in use. No patient complications have been reported as a result of this event.